Event description:
It was reported the pt was not receiving adequate coverage. X-rays were taken and revealed lead migration. As a result, the doctor decided to explant and replace the migrated lead. Effective therapy was restored per surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.